Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4), charger sn (B)(4), and battery sn (B)(4) has been completed. The problem (contamination) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to contamination inside of the monitor. The root cause for the contamination was ingress of an unknown liquid. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective device.

Event description:
A us distributor returned a charger, a battery, and a monitor and reported that the equipment had been contaminated.